Event description:
It was reported that deployment difficulties resulted in a stent fracture. Reportedly, the pt was undergoing treatment of a cto in the sfa. During the deployment of the stent, the physician encountered difficulties. The distal end of the stent fractured and remained in the distal sfa. The proximal portion remained on the delivery system. The delivery system was removed without incident. Another stent was implanted, securing the broken stent segment as well as covering a portion of the target lesion. There was no report of injury to the pt and the pt was reported to be doing well post procedure.

Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. The stent remains implanted and the delivery system was discarded by user facility. Therefore, it is not available for evaluation. The event investigation is currently underway.